Event description:
Info received indicates the brake caster will continue to rotate if pressure was applied to the side of the stretcher. Brake not holding.

Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.